Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the tfna for the fracture of the trochanteric femur. When the surgeon tried to insert the end cap (5mm), the end cap did not go all the way in. The surgeon confirmed that the locking mechanism was locked. The surgeon tried to insert the end cap (5mm) and the end cap (0mm); however, he could not. The surgeon determined that it was not necessary to insert the end cap forcefully, so that the surgery was completed successfully without inserting the end cap. The surgery was prolonged to within 30 minutes. According to the surgeon, the thread of the nail may have been broken because he could not insert both end caps even though he was careful about the insertion direction. The patient was reported as stable. This report involves one (1) 12mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part# 04.037.242s. Synthes lot# h821989 supplier lot# n/a. Release to warehouse date: march 19, 2019. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.